Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that an occlusion alarm occurred. Customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a correction bolus via the pump to address bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion sets to address the issue. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.